Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that pump did not alert low reservoir as expected. Troubleshooting was performed. Customer was able to clear the alarm and units left displayed in the status screen greater than the low reservoir setting. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low reservoir alert functioned properly during testing. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. No unexpected low reservoir alerts noted during test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio absence of alarm anomalies noted during testing. No pump error 63 alarms noted in pump history download. Unit successfully downloaded to thump and carelink. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing. Confirmed the low reservoir alert functioned properly during testing. Confirmed the audio alert functioned properly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Caller said reservoir was empty and pump did not alert low reservoir but screen said there was still 27u left. The low blood glucose value was 54 mg/dl (3 mmol/l). Customer stated that the pump may have given her 27 units to cause low bg. Helpline said that the low reservoir alert would occur at 7u for the customer, so since there was 27u left, it did not alert as expected. Helpline said the 27u on the screen might be in the tubing of the set. Customer was treated with carbohydrates and glucagon. Per customer pump has no damage and no leaks and no other alerts. Pump passed self test. Pump was likely used within 48 hours of the reported event. It was unknown if smart guard feature was active.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low reservoir alert functioned properly during testing. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. No unexpected low reservoir alerts noted during test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio absence of alarm anomalies noted during testing. No pump error 63 alarms noted in pump history download. Unit successfully downloaded to thump and carelink. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: corroded battery tube, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing. Confirmed the low reservoir alert functioned properly during testing. Confirmed the audio alert functioned properly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.